Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a female patient had a skin irritation. The patient's rash was located on the right side of her breast under the therapy electrode pad. The patient's cardiology nurse told the patient to apply lotion and corn starch. Follow-up indicated that the patient's rash had improved.